Event description:
It was reported that during a cholecystectomy procedure, air leaked from the connection part of between the seal and the outer sleeve in each device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(6)(4). Information anticipated, but unavailable at this time.